Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was likely caused by the defective lamp. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus in (B)(6). The evaluation confirmed the lamp error which was replaced with a xenon lamp and currently working. Additional information received by the field service technician who stated that the lamp needed to be replaced when it reaches 500 hours. Therefore, it was assumed the event was use error and not a device malfunction due to the year the device was installed (may 2017). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an error code e103. There was no harm or user injury reported due to the event.